Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Multiple products were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2003, the patient presented with pre-op and post-op diagnosis was : failed back syndrome, l5-s1 and underwent following procedure: retroperitoneal exploration and mobilization of aorta, vena cava and iliac vessels for exposure of l5-s1 for anterior interbody disc excision and fusion with two cages filled with bmp . Reportedly , the patient presented with pre-op and postop diagnosis of: painful disc disruption, l5-s1 and underwent following procedure: anterior disk excision and interbody fusion with lt cages and bone morphogenic protein, l5-s1. As per op notes: ".. A 14 mm lt cage distractor device was inserted and sequential reaming right and left then occurred under fluoroscopic control staying well away from the posterior aspect of the disk space and the foramen. After reaming, two cages were inserted and stuffed with bone morphogenic protein sponges. The cages were 18 x 26 mm lt cages. They were screwed securely into place.. The patient tolerated the procedure well without any complications.." The patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.